Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that post evolve fd implantation procedure, the patient had multiple small strokes and was non responsive to three antiplatelet therapies. A heparin infusion was performed 1 week post treatment. No additional information was provided. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that successful post flow diverter (subject device) implantation procedure, the patient who was a non responder to all 3 antiplatelet therapies, had multiple small strokes which are treated with heparin infusion 1week post treatment. The patient is on ongoing monitoring.

Event description:
It was reported that successful post flow diverter (subject device) implantation procedure, the patient who was a non responder to all 3 antiplatelet therapies, had multiple small strokes which are treated with heparin infusion 1week post treatment. The patient is on ongoing monitoring. Additional information received from the physician on (B)(6) 2021 clarified that the reported event was not a product issue, but was a pharmacology issue. Prior to the procedure, the patient was unresponsive to anti-platelet medication and suffered the adverse event due to anti-platelet medication resistance. There was no allegation against the subject flow diverter, physician or associated procedure.

Manufacturer narrative:
Additional information received on 2/15/2021 indicated that the reported event was not a product issue, it was a pharmacology issue according to the physician. There was no error by the product or physician and the patient is currently fine. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that successful post flow diverter (subject device) implantation procedure, the patient who was a non responder to all 3 antiplatelet therapies, had multiple small strokes which are treated with heparin infusion 1week post treatment. The patient is on ongoing monitoring.